Manufacturer narrative:
The field service engineer (fse) performed preventive maintenance on the analyzer. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Manufacturer narrative:
The progesterone reagent lot number is 86105100 and the expiration date is 30-apr-2026. The hcg reagent lot number is 86901300 and the expiration date is 31-aug-2026. The field service engineer (fse) performed sample, reagent, and sipper probe primes, modular chemistry conditioning, system volume checks, mechanical checks, blank cell calibration, and precision testing. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys progesterone iii and elecsys hcg stat results for 2 patient samples on a cobas e 411 analyzer (disk system). The doctor questioned the initial results which prompted the customer to repeat the patient samples. On (B)(6) 2026, sample 1 had an initial hcg result of <1.0 miu/ml with flag. On (B)(6) 2026, the sample was repeated and the result was >200 miu/ml. On (B)(6) 2026, sample 2 had an initial progesterone result of >60 ng/ml. The sample was repeated and the result was 0.287 ng/ml. The repeat results were deemed correct.